Event description:
On 08/24/1998, the dist's sales rep informed the MFR's (MFR) customer svc rep of the following: a customer in his territory experienced a problem with this device and requested that it be returned to the MFR for analysis. It appears that the device catheter had a slit in it and was leaking. As a result, the device was explanted on 08/21/1998. No further details were provided at this time.